Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the moderately tortuous mid lad. After lesion crossing it was attempted to deploy the stent. 10 atm of pressure was applied, but it was not possible to inflate the balloon. Subsequently, 12 atm were applied but the balloon did not inflate. After withdrawal of the stent system, it was tried again to inflate the balloon, but without success. The inflator has been verified to operate normally. Another orsiro mission of same size was used to finish the procedure.

Manufacturer narrative:
Combination product: yes the returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the proximal end of the hypotube is obstructed by a champagne cork shaped object which consists of polyamide. The supplier of the hypotube assessed in the root cause that the blockage is caused by molten plastic stuck into the proximal end of the hypotube during the manufacturing process. To prevent recurrence the respective internal departments were informed about this case. The supplier of the affected component was informed and acknowledged the complaint.